Event description:
As reported by the field clinical specialist who was informed by the interventional cardiologist, approximately 3 months and 27 days post implantation of a 26mm sapien 3 ultra valve in the aortic position the patient was presented with moderate to severe paravalvular leak (pvl) via transesophageal echocardiography (tee). The follow-up CT was reviewed and a work up is in process.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and an image review was unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed. A review of DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported '3 months and 27 days post implantation of a 26mm sapien 3 ultra valve in the aortic position the patient was presented with moderate to severe paravalvular leak (pvl) via transesophageal echocardiography (tee)". Per the instructions for use (IFU), pvl is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Several procedural and anatomical factors can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, valve under-sizing, and under expansion of valve. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, it was noted that the initial valve was placed too low at 60/40 and the valve was under expanded with -1cc of nominal volume. These factors could have compromised the seal provided by the pvl skirt between the valve and target site, leading to pvl. Per training manual, "valve position after thv deployment should be 80/20 to 90/10 (aortic/ventricular)". As such, available information suggests that procedure factors (valve under-expanded, valve placed too low) may have contributed to the complaint event. However, without further information, a definitive root cause is unable to be confirmed at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required.